Event description:
As the lens was implanted the capsule collapsed. The doctor enlarged the incision to remove and replace the lens with an anterior chamber lens.

Manufacturer narrative:
See MDR 1920664-2008-00050 for the intraocular lens used with this delivery device.